Event description:
Per the report, the morcellator stopped working during the morcellation of fibrous uterus during davinci supracervical hysterectomy. Second morcellator opened to complete the case. No negative impact to patient.manufacturer response for morcellator, gynecare (per site reporter)unknown.what was the original intended procedure?davinci laporoscopic supracervical hysterectomy.device #1is this a laboratory device or laboratory test?no.